Manufacturer narrative:
Lot number, expiry date and manufacture date are not available at this time.stn # bn 880217 terumo bct, inc. (Importer) is submitting this report on behalf of fujinomiya factory of terumocorp., (manufacturer). Exemption number: e2015056.investigation is in process. A follow up report will be provided.

Event description:
The customer reported elevated white blood cell (wbc) content in a filtered whole blood unit. There was not a transfusion recipient or patient involved at the time of whole blood processing, therefore no patient information is reasonably known at the time of the event. Wbc count is not available at this time. The whole blood collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in event.

Event description:
The customer declined to provide additional procedure details for this event, including lot number, wbc count and donor number.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: the whole blood collection set was not returned to terumo bct for evaluation. The lot number related to this complaint was unknown and, based on the consignee list of this product, a comparison was made to lot number 170626kl. The manufacturing records of the compared lot number were checked and confirmed that no anomalies occurred in any process,and the products were manufactured as usual. In addition, the dope material used for the compared lot number were investigated and found that the viscosity of pu solution of dope material conformed to the standards. Shipping testing was performed on the reserve samples from the compared lot number. There serve samples were also visually examined and the solution volume and solution composition were tested with no abnormalities noted. All product conformed to the established specification. Root cause: a definitive root cause for the observed elevated wbc count remains undetermined, at this time. Based on the available information, it cannot be ruled out that the higher-than-expected wbc content in the whole blood product could be due to an occlusion,blood may have been filtered by a smaller than usual filter area. As a result, linear speed may have increased and leukocyte leakage may have occurred. As an increase of wbc contamination complaints were noted from previous lot numbers, further investigation was performed. Investigation results indicated that the cause of higher-than-expected wbc content in the whole blood product was due to the maximum pore size of the filter membrane is likely to increase according to the combination of multiple parameters in manufacture ofleukoreduction filter membranes and wbc contamination is likely to occur frequently in the product lots of which the maximum pore size of the filter membrane has increased. The instructions for use provide a caution to not squeeze or apply pressure to the filter while it is attached to the bag containing the filtered blood and also to clamp the blood-filled tubing before blood enters the filter in order to avoid leukocyte leakage.corrective action: an internal CAPA has been initiated to review the maximum pore size of the filter membrane and the likelihood of an increase according to the combination of the multiple parameters. In addition, the wbc contamination is likely to occur frequently in the product lots of which the maximum pore size of the filter membrane has increased. To achieve a resolution, manufacturing specifications were updated to narrow the range of the parameters in the manufacture of filter membranes and it was confirmed that the appropriate level of the maximum pore size of the filter membrane was achieved.